Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed the top case was chipped and cracked. The bottom case was damaged. Motor rate error was not found during occlusion test due to base hardware failure message, the interconnect board had contamination. The root cause of the reported could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Actions taken to mitigate the reported issue: replaced worm gear and coupling as a preventative measure. Performed occlusion test and all functional tests which passed.

Event description:
It was reported that motor rate error event occurred. No patient injury reported.